Event description:
The balloon burst during inflation, physician tried to remove balloon and it separated from the catheter. The balloon was then retrieved with a snare. A section of the device separated inside the patients body and was retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.